Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise that resulted in oversensing was noted on the right atrial (ra) lead. Some of the noise was thought to be due to electro-magnetic interference (emi), other episodes were more fractionated and insulation damage was suspected but was not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.